Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was disassembled, and the foam of the air inlet path assembly was observed to be peeled off and blocked the air intake of the blower and caused the issue. The inlet air path assembly needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was disassembled and the foam of the air inlet path assembly was observed to be peeled off and blocked the air intake of the blower and caused the issue. The inlet air path assembly needs to be replaced to address the issue.